Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was premature/abnormal ins depletion. High impedances with electrode 2 at 40,000 ohms. The cause was not determined, and the issue is ongoing. A revision is planned to replace the ins on (B)(6). The rep reported they would submit any new information that becomes available. On 2024-jul-03 the rep reported that it is the judgement of the physician that since only one electrode of 16 has a high impedance that the best course of action is to replace only the ins, and program around the one electrode, rather than replace the leads.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.